Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, ectatic, de novo, 99% stenosis in the distal left anterior descending artery (lad). Reportedly, after an xpedition stent was implanted, a 3.5 x 15mm nc trek balloon catheter was used for post-dilatation; however, it ruptured during first inflation at 12 atmospheres. There was resistance during advancement; however no resistance during retraction of the device. Post-dilatation was completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.